Event description:
After bha, postoperative imaging confirmed a bone fracture. The patient was reopened and the bone was reinforced with a plate and cable. The surgeon speculated the fracture may have occurred when inserting the stem and reported as unfamiliarity with a series of broaching movements.